Manufacturer narrative:
The device was not repaired, but was returned to the customer.

Event description:
It was reported that during an autopsy at the user facility the device was producing sparks. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during an autopsy at the user facility the device was producing sparks. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.